Manufacturer narrative:
Initial reporter was the patient's caregiver. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a basic evaluation (be) for urgency frequency and urge incontinence. It was reported that the trial patient was unable to void when they felt the need to after getting into the bathroom. It was advised that the patient contact their clinician for the issue. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.